Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient, three days post cardiac resynchronization therapy pacemaker (crt-p) implant, that the newly implanted device was "turning south on them" and they could not breathe. The device remains in use. No further patient complications have been reported as a result of this event.